Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9091750, medical device expiration date: 2024-01-31, device manufacture date: 2019-05-15, medical device lot #: 9088808, medical device expiration date: 2024-01-31, device manufacture date: 2019-05-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. Lot#'s 9091750 and 9088808 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 8th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. Lot#'s 9091750 and 9088808 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 8th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot numbers 9091750 and 9088808 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were within specification. To further investigate this issue, one sealed tray containing twenty-five syringes belonging to final lot 9091750 was received for evaluation by our quality engineer team. All twenty-five syringes were tested for leakage per procedure; however, no signs of leakage were observed in any of the samples. Based on the investigation results, a manufacturing related cause could not be determined for this incident. As the reported defect could not be duplicated with the returned samples, further action has not been determined necessary for this incident.